Event description:
According to (B)(6), rotaflow with serial number (B)(4) when the drive cable is moved, the flow decreases each time. Additionally, the unit has an error comm message that had to be reset. (B)(4).

Manufacturer narrative:
(B)(4). On (B)(6) 2012, the maquet (B)(4) service repair center, evaluated the rotaflow. The service center identified that the lemo master connector and control board was defective. The lemo master connector and control board were replaced. Additionally, the battery was replaced. (B)(4).